Manufacturer narrative:
When completed, the eval summary will be submitted,in a supplemental report.

Event description:
It was reported that the surgeon noticed breakage of the baseplate and the insert on (B)(6), 2012 in the routine medical check up. These devices were implanted in (B)(6) 2010.